Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for a high blood glucose of 422 mg/dl and diabetic ketoacidosis on (B)(6) 2016. The patient had a flu and as a result his blood glucose increased and he became dehydrated. The customer was treated via manual insulin injection. The hospital also troubleshot the insulin pump before releasing him. The customer also experienced a low blood glucose event on (B)(6) 2016. The patient's blood glucose was between 10 mg/dl and 20 mg/dl. The patient treated with food and juice. The insulin pump was not returned for analysis.